Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91614440 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4). H3 other text : device not received.

Event description:
On december 20, 2023, genmark was advised of a discrepant result for sars-cov-2 on the eplex rp2 panel tested on december 19, 2023. The same sample was run a total of 3 times; the initial run was negative for sars-cov-2, the second run was positive for sars-cov-2, and the third was positive for sars-cov-2. The customer reported the discrepancy across eplex results. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumable performed as expected.